Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with d&c, polypectomy, cystoscopy, hysterectomy, urethropexy, cytoscopy and anterior colporrhaphy; due to stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent a mesh removal on (B)(6) 2006. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, bleeding, organ perforation and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.